Manufacturer narrative:
Follow-up received on 18-apr-2016 - quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. She eventually had to get a salpingectomy. This event is serious due to required intervention and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering the event nature and implied temporal relationship, causality between pelvic pain and essure use cannot be excluded. Since required intervention (salpingectomy) was required, this case is regarded as incident. Technical assessment is expected. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. No further information can be obtained due to lack of consumer's contact information.

Event description:
This is a spontaneous case report received from a consumer in united states on (B)(6)-2016 which refers to a female of unspecified age who had essure (fallopian tube occlusion insert) inserted. She reported that after having essure inserted she experienced pelvic pain and migraines. She eventually had to get a salpingectomy. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. She eventually had to get a salpingectomy. This event is serious due to required intervention and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering the event nature and implied temporal relationship, causality between pelvic pain and essure use cannot be excluded. Since required intervention (salpingectomy) was required, this case is regarded as incident. Technical assessment is expected. No further information can be obtained due to lack of consumer's contact information.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.